Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced and the system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.